Manufacturer narrative:
(B)(4). A revision procedure will be performed in the coming months. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had an estimated remaining longevity of 2.5 years. After seven months, the estimated remaining longevity was 0.5 years. As premature battery depletion was suspected, the patient will be scheduled for a revision procedure in the coming months. No adverse patient effects were reported.